Event description:
It was reported that during the laparoscopic appendectomy procedure, when the firing trigger was pulled the reload was pushed out of the jaws. No staples or cut line was observed. No pt consequence. Converted to open procedure to retrieve the reload.